Event description:
It was reported via a trial that approximately 15 months after the direct stenting of the xience v stent in the tortuous mid right coronary artery (rca), the pt experienced angina requiring hospitalization and diagnostic coronary angiography. The pt underwent revascularization of the rca via percutaneous coronary intervention and was discharged after two days of hospitalization. The pt's condition resolved and there was no adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Restenosis and angina are known adverse events as listed in xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 2.75 x 15mm xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects.